Manufacturer narrative:
The technician found the head end side rail end tube is broke in half. The technician replaced the head end side rail end tube to resolve the issue.

Event description:
The technician alleged the head and side rail end will not latch. No patient impact.